Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with striae in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision with shadows and decreased near visual acuity. Patient reported symptoms are not interfering with daily activities. Account reported that right eye flap was debrided, stretched and refloated. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.75 x -.25 x 120. Left eye pre-op 20/20 -4.50 x -.25 x 75. Bcva from (B)(6) 2016: right eye post-op 20/200 -2.50 x -.75 x 160. Left eye post-op 20/20 .00 x -.25 x 160. Bcva from (B)(6) 2016: right eye post-op 20/200. Left eye post-op 20/15.